Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the freestyle libre sensor. A customer reported receiving unspecified lower sensor scans when compared to a competitor meter. As a result, the customer experienced symptoms of shaking and vomiting from (B)(6) 2021 through (B)(6) 2021 and was unable to self-treat. The customer further reported, he was spitting out blood and lost consciousness. The ambulance was contacted on (B)(6) 2021 and he was transported to the hospital where he was hospitalized for 4 days. While in the hospital, the customer underwent a chest x-ray and was diagnosed with hyperglycemia. The customer was administered fast-acting and long-lasting insulin drips, and other unknown medications as treatment. There was no report of death or permanent impairment associated with this event.